Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. It is possible that the peeled coating was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope cleaning brush did not pass through, so it was not possible to wash sufficiently. The issue was found during cleaning of the device. Inspection and testing of the returned device found the image guide (ig) tube coil coating was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the ig connecting tube had coating peeled. The following observation were also made: due to a dent on suction tube in control unit, suction volume did not meet the standard value. In addition, the connecting tube was dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.